Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the rep stated that when they tried to increase with group a1 the setting slot available message was displayed on the controller. The caller went back using the tablet and stated that eh programmed therapy parameters for a1 were 0+ 4+ 1 2 3 5 6 7 are all negative. The stimulation was at 15.6 ma 65 hz and 350 us and the patient was feeling stimulation with those parameters. The caller ran impedances and provided the following values: ref 0 1 850 1080 1100 4 32590 5 1790 6 2950 7 3970. The caller stated that the pain they were attempting to treat was in the patient's legs, so they were using all of the electrodes. The caller switched the programming to 1+ 5+ 2- 3- 6- 7- 65 hz 350 us. The rep increased intensity and now the patient was feeling stimulation and the alerts showed that the ins was not in oor. The caller switched to the programmer and confirmed that they could increase the intensity. The caller also had an alert that the programmer and device time did not match. The controller was used to correct the date to the correct one. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the issues were resolved. The patient was reprogrammed not using the 0 and 4 electrodes. The stimulation was obtained and the patient had control over settings using the programmer. No further complications were reported or anticipated.